Manufacturer narrative:
Journal article details; title: successful management of a type b gutter related endoleak after chimney evar by coil assisted onyx embolisation authors: marta ballesteros-pomar, gergana t. Taneva, martin austermann, rafael fernández-samos, giovanni torsello, konstantinos p. Donas ejves short reports (2019) 42, 38-42 doi: https://doi.org/10.1016/j.ejvssr.2018.12.002. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft systems was implanted in a patient for the endovascular treatment of a 60 mm diameter pararenal aortic aneurysm. The aortic diameter in the visceral segment was 28 mm. The patient underwent triple chimney evar repair in order to create a sufficient new sealing length of 20 mm. The 36 mm endurant ii bifurcated stent graft was deployed at the orifice of the coeliac trunk. Three balloon-expandable non-medtronic covered stents were then deployed as chimneys, one in each renal artery and one in the sma. Prolonged ballooning of the stent graft and chimney stents was then performed. However, the completion angiography showed a type ia gutter endoleak. The physician performed additional ballooning, however the endoleak remained. Due to the low flow nature of the endoleak, the physician opted for conservative management and the patient was discharged on the fourth post-operative day. At the 3-month follow up, the persistent gutter related type ia endoleak was observed on cta, connected with lumbar arteries. No additional aneurysm enlargement was observed. The endoleak was then treated with the deployment of 6 mm medtronic axium coils in the aneurysm sac and the lumbar arteries. The gutters between the left chimney graft and the endurant ii stent graft were also filled with medtronic onyx liquid embolic system. On completion angiography the type ia endoleak had disappeared. The post-operative cta confirmed this successful result. A 10 month magnetic resonance angiogram showed no evidence of endoleak, and the aneurysm diameter remained stable. No additional clinical sequelae were reported and the patient is fine.